Event description:
A customer reported an issue with their pump there were inaccurate readings from the cartridge, requiring a redo of the process to obtain the correct amount. There was no adverse impact to the customer¿s blood glucose level reported. Technical support was contacted, but the customer declined further troubleshooting and did not accept follow-up, and no additional corrective actions were taken.